Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s implantable pulse generator (ipg) pocket got warm while recharging. The clinical diagnosis was that there was an ipg with high temperature. It was noted that the event was related to the device or therapy, and not related to the implant procedure. Interventions taken included medical/non-surgical therapy and advising the patient to split the charge to prevent the ipg from getting warm. It was noted that the outcome of the event was resolved without sequelae as of (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the implantable pulse generator (ipg) pocket getting warm when the patient was recharging was not determined. No further complications were reported/anticipated.